Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As part of our investigation, we made an effort to check the reprocessing practice of the user, but no information was obtained. Olympus europa se & co. Kg (oekg) inspected the subject device and found damage at the distal tip, the adhesive of the bending rubber, the light guide lenses, the instrument channel, and so on. The oekg conducted microbiological test of the subject device and the test result was passed. The detail of the test result was as follows: - the instrument channel: 2 cfu, - the air-water channel: 2 cfu, - the distal part; 0 cfu. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result was passed after reprocessing by oekg.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -instrument channel: parameter: staphylococci, streptococci> micrococcus spp. (12 cfu/ml) parameter: nonfermenter> pseudomonas aeruginosa (2 cfu/ml) parameter: membrane filtration (48h/3 degree c) micrococcus spp. (94 cfu/10ml), citrobacter freundii (1 cfu/10ml), pseudomonas aeruginosa (3 cfu/10ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.